Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator exhibiting backup vvi operation. All other measurements were normal. The device was restored successfully. It was believed that the interaction between the patient's merlin@home transmitter contributed to the backup vvi functionality. There were no adverse consequences to the patient, and the patient would continue to be monitored.